Event description:
According to the reporter, during a laparoscopic nephrectomy, one of the needle was found to be black. A new device was used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted five needles and five sutures attached. Two of the sutures were partially wound and three sutures were wound. A needle was noted to have a darker color. Microscopic inspection of the dark needle notes the surface was rough and bumpy. Further microscopic noted scratch mark on the retainer, below the darker needle. It was reported that the needle did not appear as expected. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.